Manufacturer narrative:
The investigation concluded that the reported periprosthetic fracture was caused by trauma injury as a result of the patients fall and that the patient's angulated tibial epiphysis was possibly a contributing factor to the reported periprosthetic fracture. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends.

Event description:
A new prescription form has been received, the patient experienced a periprosthetic tibial fracture. It is further reported that the patient has taken a recent fall.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A new prescription form has been received, the patient experienced a periprosthetic tibial fracture. It is further reported that the patient has taken a recent fall.